Event description:
Pentax medical was made aware of the following complaint: "foggy image, detected after adjustment of angulation at qc inspection." That was observed in the workshop during inspection in the emea region, involving pentax medical video colonoscope model ec38-i10cf2, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. The defective optical system will be replaced as part of the service repair order.

Manufacturer narrative:
This model is not distributed in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.